Manufacturer narrative:
The subject device was returned to olympus. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was then returned to an olympus service center for evaluation. During inspection and testing, service observed the following: the light guide lens glue was worn out. The charge coupled device (ccd) lens glue was worn out. The bending section cover glue was worn out. The connecting tube demonstrated shakiness and was scratched. The paint was peeling off the up/down knob of the control unit. The annual inspection of the forceps elevator found no malfunctions. The customer provided their cleaning, disinfection, and sterilization processes. Manual cleaning is performed by brushing the instrument/suction channel, suction cylinder, instrument channel port, balloon channel, and the distal end around the elevator with an olympus bw-412t cleaning brush and anios clean excel d detergent. Manual disinfection is not performed. The scopes are then cleaned in a soluscope series 4 automated endoscope reprocessor (aer), using soluscope cln detergent, and soluscope paa disinfectant. The aer was not microbiologically tested. The scopes are stored in a soluscope eset drying cabinet. Olympus is the maintenance company. The scopes are not sterilized. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during routine testing, the endoscope tested positive for microbial contamination. All channels were sampled on (B)(6) 2022, and more than 150 colony forming units (cfu) of pseudomonas aeruginosa were detected. All channels were sampled on (B)(6) 2022, and 1 cfu of staphylococcus haemolyticus was detected. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.